Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. At the start of the procedure, the impella was positioned 1.3 cm below the aortic valve; the physician subsequently advanced the device to 3.5 cm. The patient tolerated the procedure well. A bedside post-closure technique was attempted but was unsuccessful. To maintain hemostasis, a 14 french sheath was inserted. During support, the patient was noted to be mildly hypertensive. During flushing of the sheath, thrombus was observed, and the patient developed clinical signs of acute limb ischemia. The patient was taken emergently to the cardiovascular operating room for surgical thrombectomy and open patch repair of the affected artery. The impella cp device was subsequently weaned and explanted successfully without complication.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. A5 section is unknown. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).